Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat severely calcified, heavily tortuous, 90% stenosed, de novo lesion in proximal left circumflex (lcx). The orbital atherectomy system (oas) was prepared according to direction. The viperwire advance coronary guide wire was advanced through the lcx lesion and was parked distal to the vessel. The diamondback 360 coronary orbital atherectomy device (oad) was advanced to treat proximal lcx to distal left main artery (lm) in antegrade fashion. Three low-speed treatments were performed at 1mm per second transverse speed. During the fourth treatment, it was observed that the tip bushing became fractured from the driveshaft and remained on the viperwire inside the coronaries. Initial treatment was performed proximal to distal, but the crown fractured when treating distal to proximal. There is no indication as to how the fracture occurred. The oad was retracted and removed from the coronaries and guiding catheter using standard procedure. The viperwire was then pulled back so that the fragment got stuck on the radiopaque distal tip of the viperwire. The viperwire and the fragment were removed together from the coronaries and guiding catheter. Stent placement and balloon angioplasty were performed on a regular workhorse wire. The patient was stable and the procedure was completed successfully. No additional information was provided.